Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable parathyroid hormone (parathormone, parathyrin) - pth, intact results for two patient samples. Of the data provided, only the results for one patient sample were discrepant and reported outside of the laboratory. The initial result was 30.45 pg/ml and was reported. The physician did not trust the value and asked the laboratory to repeat the measurement. On (B)(6) 2015, the result was 3.45 pg/ml which was trusted as it better fit the clinical picture of the patient. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative adjusted the probes, exchanged the pinch tubing, and ran a system volume test and other performance testing which was ok.

Manufacturer narrative:
The measuring cells of the analyzer were replaced and the customer had no further issues.